Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. Review of the event history log (ehl) showed a cassette attachment error. The cause of the reported issue was a contamination and dirt in the downstream occlusion (dso) sensor area along with minor bubble on the downstream occlusion (dso) seal. The downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that a cassette error occurred during testing. There was no patient involvement or patient harm.